Manufacturer narrative:
Complaint no: (B)(4). (B)(6). A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The set was reported to leak due to the missing cap during priming. (B)(4). Evaluation summary: baxter received one sample for evaluation. Visual inspection revealed that the set was missing the luer cap. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a dehp-free solution administration set with 3-way stopcock was missing an end cap. This was noticed before patient use. There was no patient involvement. No additional information is available.